Event description:
It was reported via voluntary medwatch mw5149228 that valve failure, blood in lungs and death occurred in 2020, a 25mm lotus edge valve was implanted. In the (B)(6) of 2022, the patient started experiencing complications. The primary heart surgeon believed it was not related to the lotus edge valve. On (B)(6) 2022, the patient woke up from sleep unable to breath. The patient's lungs were filling with blood and was rushed to the emergency room (ER). The patient was in the intensive care unit (ICU) for five days. Upon returning home, the patient met with their heart surgeon, and it was concluded the 25mm lotus edge valve was failing (collapsing in on itself) causing the blood to flow into the lungs. Surgery was unable to be scheduled in time. The patient died as a result of the lotus edge valve failure.